Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that during an explant procedure, the top lead was not able to be removed from the implantable neurostimulator (ins) even after multiple attempts. The set screw was removed entirely, and the lead was still unable to be removed. The lead was cut, the bottom lead was removed with no difficulty and inserted into the new ins with no impedance issues. The issue was resolved at the time of the report. There were no further complications reported or anticipated.